Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the literature article "novel "balloon anchoring" technique to control a migrated transcatheter heart valve". Case report: it was reported that a patient with a 19mm bioprosthetic carpentier-edwards perimount valve, implanted for unknown period, had structural valve deterioration (svd) confirmed by transthoracic echocardiography. A symptom of dyspnea on exertion was seen. Considering her advanced age and high surgical risk (sts score: 9.1%), valve-in-valve was performed with a 23mm non-edwards transcatheter valve. The patient was discharged pod #6.

Manufacturer narrative:
Updated sections: h6 investigation findings, and investigation conclusions. The device history record (DHR) was unable to be performed, as the device lot/serial number was not provided. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed to the event.